Event description:
During blind bedside small bowel feeding tube placement procedure, the feeding tube was passed into the patient's lung. The already intubated, mechanically ventilated patient developed cardiorespiratory arrest requiring resuscitation. Patient stabilized but remained in critical condition, immediately after event. X-ray confirmed either tube in lung and/or pneumothorax.